Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection following the implant procedure. The patient was hospitalized and was given IV antibiotics. The device was explanted. There was no report of further complication.